Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Patient was treated for left lower extremity claudication with little resolution of symptoms after index procedure. Patient presented at outpatient angiogram six months later with rutherford 3 symptoms. Tlr was performed with unknown pta and unknown stent(s). Patient experienced nausea and vomiting post tlr procedure. Treated with IV zofran with resolution of symptoms.